Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited pieces of rubber coming out of suction channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that the returned device found pieces of rubber coming out of the suction channel during evaluation; however; the customer confirmed they returned the device without completely reprocessing due to a valve breaking inside the device during reprocessing. The subject device was not used and immediately sent to repair. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.